Event description:
Ventricular lead threshold of 30 vol at 0.5m sec lead impedance of 604 ohm. R waves 11-15 using turning tool screw was restracted and lead pulled back to right atrial position and it could not be advanced due to scaning so lead removed. Atrial lead noted crack in insulation with brittle silicone. Star shape crack.